Event description:
The patient reported that the ok, up arrow, and down arrow keypad buttons have been intermittently unresponsive for the past several weeks. He stated that sometimes the buttons stick and have a delayed response, and other times the buttons cause scrolling. He confirmed that the rubber keypad is intact. The patient stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and do not have normal spring back. Investigators were unable to duplicate the reported scrolling. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.